Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Investigation summary it was reported thread are bursting, the doctors say that it breaks and burst. An unopened sample was returned for evaluation. During the visual inspection of representative sample, the package, swage and attachment area were as expected. The suture was dispensed without problems and examined along of the strands and no defects or damaged were observed. Per the condition of the representative sample, no defects were observed on the sutures.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and suture was used. During the procedure, the suture broke and burst. There were no adverse patient consequences reported. No additional information was provided.